Event description:
It was reported that the insulin pump sustained cracks. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The unit was received with the end cap broken off. The unit was received with a cracked case at the display window corners. The unit was also received with minor scratches on the liquid crystal display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.